Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. Also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and missing end capsticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's friend reported via phone call that the insulin pump had a keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.